Event description:
A customer contacted beckman coulter inc. (Bci) stating that a wash concentrate bottle broke and leaked in the synchron cx9 alx clinical system. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.